Manufacturer narrative:
One certain® driver tip was returned for inspection. Visual inspection revealed moderate wear and corrosion about the hex tip of the driver. The o-ring is in fair condition and does not require replacement. The product was functionally tested, and the driver was found to mate correctly with a corresponding implant. The complaint is unconfirmed. The lot number for the driver was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
Device lot# not provided/unknown.

Event description:
The dentist reported that they experiencing difficulties separating the placement driver (impdts) from the implant after placement. The driver will fit into the implant but would require force to remove it. The surgery was completed using an alternative method.